Event description:
It was reported that the customer's sensor cannula and infusion set cannula were bent. The customer received calibration errors and change sensor alarms. The insulin pump had an unexpected re-initialization. The product will return. Nothing further to report.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Also found cannula bent. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.